Event description:
Patient reported left side rupture. Device remain implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Left side. Subsequently, physician reported capsular contracture - baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in posterior side assessed as an unidentified (tear) (shell thickness within specification). Capsular contracture: unable to observe as it is a medical event not related to the device. Granuloma: unable to observe as it is a medical event not related to the device. Silicone migration: unable to observe as it is a medical event not related to the device. Additional observations: no other observation observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b3, b5, d9, h3, h6.

Event description:
Patient reported rupture. Left side. Subsequently, physician reported capsular contracture - baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture/ capsular contracture was reviewed on august 22, 22. Visual analysis of the photographs identified: opening extended. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Subsequently, physician reported capsular contracture - baker grade IV. MRI performed identified " multiple axillary ganglions with infiltered silicone (12x22mm biggest), and three mammary ganglions infiltered with silicone" device to be explanted.

Event description:
Patient reported rupture. Left side. Subsequently, physician reported capsular contracture baker grade IV. MRI performed identified " multiple axillary ganglions with infiltered silicone (12x22mm biggest), and three mammary ganglions infiltered with silicone" device to be explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.